Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump customer stated that he was changing out his infusion set and when he was trying to prime, the insulin started to squirt out. The pump alarmed and the drive support cap popped out. Customer stated that the insulin was squirting out during the manual prime process. Customer does not have a back-up plan, but will use his wife's pump to bolus. Customer stated that the drive support cap was protruded. It was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump gave an alarm during the basic occlusion test due to a protruded drive support disk. The pump also had a cracked reservoir tube lip, a cracked case at the display window corner, minor scratches on the lcd window, and a scratched reservoir tube window.